Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was no longer able to communicate with the external devices. The sjm representative confirmed the issue. The patient reports he last recharged his ipg approximately one month ago. The patient underwent surgical intervention on (B)(6)2016 to remove and replace the ipg which resolved the issue.